Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information. The atrial septal defect (asd) requiring closure referenced is being filed under a separate medwatch manufacturer report.

Event description:
This is filed to report major adverse events presented at the transcatheter cardiovascular therapeutics (tct) presentation. It was reported through a presentation identifying mitraclip clip delivery systems that may be related to surgery, hospitalization, myocardial infarction, kidney injury, bleeding, mitral regurgitation, mitral stenosis and additional mitraclip procedure for treatment. Specific patient information is documented as unknown. Details are listed in the presentation, titled mitraclip procedure and complications. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record was not performed because the lot number information was not available. Based on the information reviewed, a definitive cause for the reported patient effects of hemorrhage requiring transfusion, worsening mitral regurgitation (mr), myocardial infarction, renal failure, surgical procedure, therapy/non-surgical treatment and hospitalization cannot be determined. The reported patient effects of hemorrhage requiring transfusion, worsening mr, mitral stenosis, myocardial infarction, renal failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.